Event description:
During an atrial fibrillation ablation procedure a dissection occurred resulting in a cardiac tamponade.  While creating geometry, the user noted difficulty maneuvering the catheter due to the patient's anatomy in the left superior pulmonary vein (lspv) the patient became hypotensive. The ablation procedure was stopped and the patient was transferred to open heart surgery to repair the vessel dissection. Upon removal the catheter operated as expected and there were no performance issues with any abbott device. The patient is stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported dissection may have been procedural related.